Event description:
Consumer reported complaint for error messages (e-2 and e-3). The customer feels well and did not report any symptoms. Customer stated due to the error messages he had contacted the doctor's office on the day of the call and spoke with the nurse; customer had been advised to contact the manufacturer. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 08/25/2026 and test strips were opened on the day of the call.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor office/nurse due to meter error messages. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-003: inconsistent test method. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of: 20-jun-2025 d9: device returned to manufacturer h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned-reported defect not reproduced on returned meter. Most likely underlying root cause: mlc-003: inconsistent test method.